Event description:
The facility reported a fail code 570. The hosp representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No additional information is known.